Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a device interrogation in the emergency room due to an audible alert. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing noise, high and unstable thresholds, and high and varying impedance. An rv lead dislodgement is suspected. It was noted that at the time, the patient reported using a "muscle massager" on the back and chest near the device. Upon opening up the pocket for revision, the implantable cardioverter defibrillator (ICD)  and rv lead were manipulated, in which noise was noted on the programmer. The physician reported having difficulty unscrewing the setscrew. The physician was not able to get the old setscrew or a new setscrew to screw back into the device. The physician elected to explant and replace the ICD. The rv lead was inserted into the new ICD and noise was no longer evident. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material (fm) in the right ventricular (rv) connector bore. The returned device had damaged threads in the rv setscrew connector. The returned device indicated a rv grommet issue (fm). The returned device indicated a damaged rv grommet. The returned device indicated a rv missing set screw. If information is provided in the future, a supplemental report will be issued.